Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed.. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Information in reference to a clinical trial was received. Patient experienced thrombosis of the av fistula, resulting in loss of access function and requiring hospitalization and percutaneous intervention (thrombectomy) to restore patency. Preceding findings of reduced flow volume on ultrasound indicate a potential progression toward access failure, culminating in thrombosis requiring intervention. The event was assessed as possibly related to the study device.